Event description:
A resterilized segment of a vascular graft was placed as an interposition graft in a scheduled revision procedure due to stenosis of a previous iliac-popliteal bypass. Approximately 11 hrs post-operatively, the patient began bleeding, reportedly after falling from bed in an attempt to retrieve a cigarette. Emergency surgery reportedly revealed that the graft was torn approximately 1 cm from the distal anastomosis. During surgery, the patient suffered cardiac arrest and was placed on a ventilator. Following surgery the patient was diagnosed with ischemic brain damage, and never regained consciousness, expired 10 days later.